Event description:
It was reported the pt was initially feeling an itchy sensation at the lead site, which turned into a open incision which was oozing puss and blood. The pt went to the physician and was referred to the pain physician. It was reported the physician planned to place the pt on antibiotics and a CT scan was performed to determine the depth of the infection. It was reported the pt was scheduled for an incision and drainage procedure.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.